Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following sections for additional information: g3, g6, h2, h3, h6, h10. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported complaint. Error 23025 was reproduced during sine cycle.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm due a hard error 23025 on axis 6. The system was tested and verified as ready for use. Isi has received the mtm for evaluation; however, failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A procedure log review confirmed the pulmonary segmentectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a repeated recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Additionally, the surgical procedure was delayed by more than 30 minutes.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, a recoverable error 23025 occurred. The error was always present on screen and the arms alarmed orange. The technical support engineer (tse) reviewed the system logs and confirmed error pattern 23025 and 23008 pointing to a faulty gimbal on the master tool manipulator (mtm) left. The tse asked the site to power down the system, disconnect the surgeon side console (ssc) in use, and move the second ssc to continue. The site reported the error 23025 returned. The tse asked the site to hard power cycle the ssc while the system was off and to check the mtm behavior during initialization. All screens were black with an auto test message. The tse asked to move back on the ssc, hard power cycle the patient side cart (psc), hard power cycle the ssc, and check the mtm initialization phase. The system worked and the error did not return. There was a delay of 30 to 45 minutes due to troubleshooting. The procedure was converted to another da vinci ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was completed successfully with the second da vinci. According to the surgeon, the reported event was caused by a technical defect in the left hand control. There were no issues with the system during start up check. The system performed fine the previous day. The surgery had been in progress for five minutes when the reported issue occurred. There is no video recording of the procedure available for isi review. The patient information was not provided.